Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal (baclofen) via implantable pump for intractable spaticity. The healthcare provider (hcp) reported that the patient's catheter has dislodged and backed out to the level of the dura. This was discovered when they were assessing the patient for a pump replacement. The hcp noted that the patient has shown some dyskinetic movements but was otherwise clinically stable; the patient also has a history of somnolence with too high of a dosage. The hcp stated that catheter is currently placed in the patient's "ventricle." The agent provided phone to saul.

Event description:
The healthcare provider (hcp) reported that the patient's catheter has dislodged and backed out to the level of the dura. This was discovered when they were assessing the patient for a pump replacement. The hcp noted that the patient has shown some dyskinetic movements but was otherwise clinically stable. The hcp stated that catheter is currently placed in the patient's "ventricle." The agent provided phone to saul.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.